Manufacturer narrative:
Product analysis: :at analysis it was observed that the instrument automatically turned off during its test run on the target tester. There was a display issue, the upper and lower cases, bail covers (2), bail attachments (2), the ring cover, the ring attachment and the battery drawer o-ring all were broken and need replacement. The device was returned to the customer unrepaired. (Quote for repair costs not accepted). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for repairs. It was additionally noted that there was no information from the customer. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.